Event description:
A pt reported experiencing diabetic ketoacidosis while using a one touch meter. Pt has had diabetes for 15 years and tests blood glucose about once a day. In 2001, pt experienced stomach pain, vomiting, frequency and drowsiness while at the physician's office. Pt had blood glucose of 437mg/dl and was transferred to hosp where pt was admitted for diabetic ketoacidosis. Prior to this event, pt had blood glucose readings in the 57-125mg/dl range on the ot meter, which caused the pt not to take insulin one and two days prior. Pt has been reportedly using alleged counterfeit test strips which were giving inaccurate results. No further info is available at this time.